Event description:
Procedure type: sigmoidectomy. According to the reporter: the stapler was placed to close distal sigmoid colon, then there was no staples when fired. A new instrument was used to complete the case. The surgery time was extended by more than 30 mins. No pt injury was reported.